Event description:
During a coronary artery bypass graft (on pump) the surgeon started to endoscopically harvest the saphenous vein when he noted the cut was sporadic and not solid. The vasoview was removed, and replaced with a second vasoview. The cut was uniform and the case continued without further incident, no harm to the patient. The item was sent to supply chain and return to marquet.